Event description:
It was reported that a 7.99 unit bolus was requested via the tandem mobile application. The bolus was delivered successfully which resulted in the customer's blood glucose (bg) level decreasing to a reading of "low" (value not provided). The customer consumed carbohydrates to address bg level. The customer alleged that the bolus was requested via the tandem mobile application without customer's consent. Tandem technical support reviewed the pump data logs and found that the bolus was requested remotely via the customer's mobile device; however, the customer maintained that the bolus was not a user-requested bolus. Reportedly, the customer disabled bluetooth settings and continued to use the tandem pump for insulin therapy.